Event description:
No additional information.

Manufacturer narrative:
Investigation results: received one extension tubing of a 20gx1.25in nexiva device from an unknown lot number for the investigation of this complaint. The complaint of a detached extension tube was confirmed and the cause appeared to be manufacturing related. The extension tubing with the pink adapter was the only item returned for investigation. The vent plug was still in the pink adapter, which indicates that the device was not likely used. No traces of adhesive were observed on the tubing. The nexiva IV catheter and catheter adapter were not provided; therefore, the presence of adhesive on the adapter could not be confirmed. As the returned sample supports the complainant¿s description of the reported event, the complaint was confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing separated from the hub the following information was provided by the initial reporter: the extension tail of nexiva completely came off. The pieces have been kept. Customer response on (B)(6) 2024: 1. Could you please provide a further description of the issue? The nurse reported that while starting the IV on the patient the pigtail came off. We have the pigtail only and it appears that it came apart at where it connects into the hub. 2. Did the issue happen during patient use? Yes, the issue happened during an IV attempt. If yes, was there any injury? No, there was not any injury to the patient.